Manufacturer narrative:
The agent reported revision surgery for revision due to infection. Complaint has been evaluated and is similar to report number 1644408-2023-00195; 941-01-40g, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dr. Performed a hip I&d, replacing the liner and headwall. Possible infection.